Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending (lad) artery with moderate tortuosity and mild calcification that was 90% stenosed. Resistance was not felt during advancement of the 3.50 x 23 mm xience alpine rx stent delivery system (sds) to the lesion and it crossed successfully. The sds was pressurized to 6 atmospheres; however it was difficult to inflate the balloon further but it eventually reached 10 atmospheres. Deflation of the sds was slow and took 30 seconds. The xience alpine rx sds was removed from the patient's anatomy without resistance. Outside of the anatomy, the sds was pressurized to 2 atmospheres in order to inflate the balloon, but the balloon did not inflate. A slight bend in the shaft of the sds was observed. A non-compliant balloon dilatation catheter was used to further dilate the xience alpine stent implant thus completing the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft kink/bend was able to be confirmed. The reported difficulty to deploy, the reported inflation issue and the reported deflation issue were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined a conclusive cause for the reported difficulty to deploy, inflation and deflation issues cannot be determined; however the reported and noted shaft kink/bends appear to be related to circumstances of the procedure.

Event description:
Additional information: the post-dilatation performed in this case was required to appose the xience alpine stent to the vessel wall. No additional information was provided.